Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. This lead was explanted and replaced. No further adverse patient effects were reported.

Manufacturer narrative:
Additional information was added to the following fields: b5: describe event or problem field. H6: patient codes. H6: impact codes.

Event description:
It was reported that this right ventricular lead exhibited high out of range shock impedance measurements. This lead was explanted and replaced. No further adverse patient effects were reported. Additional information was received detailing that this shock impedance measurements were determined due to a commanded shock test that was recommended by technical services.